Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6).concomitant medical products and therapy date detail of product: ref: (B)(4), item name : arcom 28mm ringlock liner hiwall, batch: 24 03025023; ref: (B)(4), item name : apical plug 03024445, batch : 03024445; ref: (B)(4), item name: modular head 28mm 12/14 s3.5 al203, batch: 0000082337 ; ref: (B)(4), item name: spidercup cmp act ringlock 54mm/24, batch: 02102801. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to the available data, the exact root cause of the event is a manufacturing issue. To improve its performance, a design change was implemented in 2004. Moreover, the stem was used with non compatible implants, it could be a contributing factor to the fracture. It should be noted that the stem stayed implanted for almost 15 years. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent revision surgery due to implant fracture on the right side. During the revision a bone fissure occured which was further treated conservatively.